Event description:
On (B)(6) 2012 it was reported rv lead became exposed throught the skin over night and device has started to erode. Patient is asymptomatic. Patient has been admitted to hospital for device and lead extraction. (B)(6) . Dr. (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).